Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer also reported that motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 208 mg/dl at the time of incident. The customer performed plunger push and the insulin did exit. The customer performed manual prime and the insulin pump did not alarm no delivery. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.